Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The stent could not be found for analysis. Visual inspection revealed that the introducer sheath and stent delivery wire (sdw) were broken/fractured and appeared to have been cut. Functional testing could not be performed due to the damaged condition of the returned stent. The microcatheter used with the stent was returned for analysis, both devices were confirmed to be in good condition prior to use. Both stent and microcatheter appeared to be cut with a blade like the stent introducer sheath and sdw after experiencing difficulty transferring during the procedure. Based on the information currently available, it is probable that some procedural factors encountered during the procedure limited the performance of the stent contributing to the observed damages. Therefore, an assignable cause of component failure has been assigned to this investigation.

Event description:
Analysis of the returned device noted that the stent delivery wire was broken no consequences to the patient were reported.